Event description:
Information was received from a patient regarding an external device. The caller had a damaged recharger antenna cord. Caller stated that when they were charging the implant the other day, they noticed that the wire got really hot and there were teeth marks on the cord. Caller added that they are afraid their kitties chewed on the wire. A request was sent to repair to replace the recharger. Caller stated that they already misplaced the old recharger and cannot find it.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.